Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3: date of event unknown. No information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seals broken. Visual inspection showed, that a non-original equipment manufacturer seal was on the device. Fluid ingression was also observed on the interconnect board and cracked right plunger case. The event history log was reviewed and found travel reverse error - check clutch/plunger lever. Travel coarse error - check clutch/plunger lever. Method used to duplicate was the occlusion test. The cause of the reported problems is abnormal wear of the lead screw and both clutch halves, found excessive black teflon debris on the clutches and lead screw. The parts are only 4 years old. Repairs done to correct the reported issue was to replace lead screw, clutch spring and both clutch halves and non-original battery. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported, the device exhibited a travel course error. It is unknown, if there was patient involvement. And no adverse patient effects were reported by the customer.